Event description:
It was reported that the device did not turn on. There was a surgical delay greater than 30 minutes. A backup device was used to complete the surgery.

Manufacturer narrative:
(B)(4). The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of failure to power up was confirmed. Product failed functional testing with no voltage output from power supply. Pump passed functional testing after installing a known good power supply. The complaint was confirmed and the root cause has been determined to be a defective electronic component on the power supply. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during an unspecified procedure, the device did not turn on. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes. No patient injuries were stated.